Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associated with the gripper actuation issues was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to open or close associated with the gripper actuation issues. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that during device preparation of a mitraclip xt, one of the grippers could not actuate while actuating both grippers. When the gripper lever was pushed in, one gripper did not fully lower. Several attempts were made to actuate the gripper, such as locking and unlocking the lock lever, but the issue persisted. A new clip was prepared and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.